Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. There was contamination on the b1, u1, & c3 components. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.